Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. Patient 1 initial creatinine gen 2 result was 191 mol/l and the repeat result was 81 mol/l. Patient 2 initial ldh result was 800 ui/l and the repeat result was 500 ui/l. The repeat result were believed correct.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The customer found blood leaks and a large clot between the washing wells of the sample probes which they cleaned. The field service engineer changed the sample probe. The investigation is ongoing.